Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that a pump was involved in a potential free flow event involving an infusion of propofol. It was noted that the device displayed a message alert "safety clamp open, close door." That the clinician was able to catch the issue before the infusion therapy was disrupted. There was no patient impact and the patient did not require any intervention. Furthermore, it was mentioned that the door latch sear was completely broken and replaced this part. Retesting of the device passed the required task and no problems were found.